Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens in the patient's eye. The surgeon "had to use the backup lens for the phakic patient in theatre yesterday. The first lens torn on application."

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens of -15.5/2.5/069 diopter in the patient's left eye (os) on (B)(6) 2017. The surgeon "had to use the backup lens for the phakic patient in theatre yesterday." The first lens tore on application on (B)(6) 2017 and had to be exchanged with the back up lens of the same model and diopter. The problem was resolved. The post-op stated that the patient's best corrected visual acuity (bcva) and uncorrected visual acuity (ucva) were both found to be 20/20. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a lens case/ vial. Visual inspection found the lens haptic torn and broken. (B)(4).

Manufacturer narrative:
The first lens tore on application on (B)(6) 2017 and had to be exchanged with the back-up lens of the same model and diopter intraoperatively. (B)(4)